Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-apr-2018 with the following findings: a review of the pump black box showed that data from date of the event had been overwritten due to continued use of the pump. The current black box showed no evidence of intermittent power event. A visual inspection of the pump revealed a crack in the battery compartment. The returned battery cap was undamaged and was able to fully tighten. There was no evidence of moisture contamination inside battery compartment. The returned battery cap was able to fit securely to maintain an electrical connection. The battery cap contact height and width measurements were found to be within specification. The pump powered on with the returned battery cap. The pump was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. Unrelated to the complaint, investigation revealed the cartridge compartment was cracked in the thread area. The cartridge cap was able to be fully secured. The complaint of intermittent power was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (intermittent power) issue. It was reported that there was intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.